Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. Investigation summary: the affected device was returned for evaluation in good condition, with a small amount of wear and tear. After visual inspection, the tank was filled with water, the disposable was attached, and the power cord was plugged in. No water leakage was observed. The device was left overnight for about 20 hours but there was still no water leakage. There were signs on the bottom right corner of the tank that water was leaking, but it was possible to seal it on time. For safety reasons, the tank cover and gasket were replaced. After repair, a functional test was performed, and the device was fully functional with the temperature stable after calibration. As a result of being unable to duplicate the customer's indicated failure, the root cause could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that leakage occurred after filling the water tank with 0.3% hydroperoxyl to start the disinfection process. There was no patient involvement and no patient harm/adverse event reported.